Event description:
Event description cpi received information that this patient's ventak prx implantable cardioverter defibrillator (ICD) exhibited an error code that indicated a system reset. This is the second time this error code has appeared for this ICD. The ICD was replaced and will be returned to cpi for analysis. Implant date: 7/15/94 explant date: 8/20/96 implant time: 25 months